Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. This issue was originally documented in the service database. The associated field service engineer reported that "the pupil losing tracking momentarily when foot pedal was pressed." Upon which he "confirmed issue. Shutter vibration would cause eyetracker to lose pupil when foot pedal was pressed resulting in no firing of the laser. Reseated the eyetracker optic to resolve issue." There is no indication of a patient impact, which is in line with the field service engineer remark that the laser wouldn't fire due to lost tracking. Since this action, the device was regularly serviced within the preventive maintenance program and was successfully verified at the latest instance of the preventive maintenance program. No sample was returned for investigation. It is not known why the eyetrack optic needed to be reseated. Therefore, no root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the pupil losing tracking momentarily when foot pedal was pressed in the unknown eye of a patient during lasik surgery.

Manufacturer narrative:
Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).